Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed during a remote follow-up. The insulation damage on the lead was suspected and the externalized conductors were not confirmed. No further action was taken by the physician.